Event description:
It was reported that an intraocular lens (iol) was removed six years post-implant due to a sublexed lens, and replaced with another iol of a different model and diopter. A vitrectomy was performed. Additional information has been requested and not received.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found both iol haptics bent. The cause of the damage could not be determined, and due to the damage functional testing could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates.